Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of blood in drain bags and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient noticed blood in the drain bags while performing dialysis and consulted his physician. The doctor prescribed unspecified antibiotics for 3 days. The event was not resolving and the patient was sent to a hospital on an unreported date. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was unknown. The patient was again hospitalized from (B)(6) 2012 for the events. The patient stated that he was hospitalized 3 times for the events from (B)(6) 2012. The doctor changed the therapy from yellow to green bags. The patient was still a little sore, but reported that the events had resolved. The patient recovered from the event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12e07067 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.